Manufacturer narrative:
Follow-up #1 date of submission 11/14/2016-correction to serial #, brand name, model #, & PMA/510(k)#.

Manufacturer narrative:
The pump has been returned to animas and evaluated on 04/26/2017 with the following findings: there were no issues found with the display screen. The alleged issue was not duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a frozen display for 45 minutes on one occurrence and 7-10 minutes on another. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.